Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated charge circuit timeout, with an alert that occurred on (B)(6) 2016. Concomitant product: 419488, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion with unexpected longevity. A charge circuit timeout warning was observed. End of service (eos) was reached without first indicating elective replacement indicator (eri) status. The device was explanted and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Analysis of the device memory indicated charge circuit timeout.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.